Event description:
It was reported to service/repair that the drill was heating up during use. There was no patient impact or injury reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation and repair. The device was received in a non-functioning condition and therefore, the temperature could not be tested. Parts were replaced and the device repaired/tested to manufacturer specifications, and returned to the customer.